Manufacturer narrative:
Information references the main component of the system.

Event description:
A healthcare provider reported they got an MRI exam that did not make sense for a patient that was treated with an external neurostimulator (ens) and finished their last session on (B)(6) 2016. The patient presented to the hcp swelling in the feet and antalgic gait. The MRI showed scattered areas of edema of both heel bones, possible stress fractures and possible reflex sympathetic dystrophy (rsd). The patient was not on their feet and had been having bladder issues off their feet for a few months. They hcp had not seen an MRI look like that and questioned more in depth and mentioned the electrodes of the ens go right by the heel bone and they alternated right/left for 12 weeks. They wanted to know the literature on what the device can cause. The patient was being treated for foot and ankle pain, edema in the ankles and fractures in both ankles. It was noted to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.